Manufacturer narrative:
On 3/5/19, it was reported to mentor that the replacement devices were gel mentor memorygel breast implant 375cc. On 3/15/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. White and black material was observed on the shell surface. Upon visual examination the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. Complaint was not confirmed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor memorygel breast implant 450cc, serial number: (B)(4), catalog number: 3507450bc , lot unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a gel mentor memorygel breast implant 450cc and experienced rupture on the right breast implant. Patient had mammogram and MRI showing right side implant rupture. The healthcare professional confirmed rupture. As a result, the patient will undergo explantation on (B)(6) 2018.